Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor. Unable to confirm customer received sensor in said condition due to customer return sensor opened/used. Complaint against serter.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 120 mg/dl at the time of the call. Customer is trying to insert her new sensor, but when she presses the green button the needle is getting stuck in the serter. Customer reports hub assembly is inside serter. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.